Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately two-months post implant that there was a lead integrity alert (lia) triggered for the right ventricular (rv) lead due to sensing integrity counter (sic) and oversensing. While the patient was in the emergency room the patient went into a ventricular arrhythmia and the implantable cardioverter defibrillator (ICD) did not treat it. The rv lead and ICD remain in use. No patient complications have been reported as a result of this event.